Event description:
It was reported that the patient underwent reimplant surgery for the removal and replacement of inoperable ams 700 inflatable penile prosthesis due to pump/tubing malfunction. Additional information received stated that the pump would not inflate due to possible tubing kink. The patient post procedure went well.